Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred during a routine hemodialysis treatment. The operator was instructed by facility staff to terminate treatment without rinseback resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to treatment being terminated without performing rinseback. The user's guide instructs the operator to turn the power off and then back on again. If alarm recurs, a manual rinseback should be performed. The exact cause of the reported alarm is unk however, the user's guide states possible causes as dirt or debris on the blood leak detector (bld) mirror that interfered with the bld signal. The user's guide provides instructions for cleaning the mirror on a monthly basis. A direct correlation between nxstage sys one and the reported blood loss cannot be established. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.